Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations along the entire pusher assembly. The proximal constraint sphere was intact with the distal detachment tip (ddt); the stretch resistance wire (sr wire) was fractured and the coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the sr wire was fractured and the coil was detached from the pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, it is likely that damage will occur. The kinks in the pusher assembly likely occurred from packaging the device for return. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil unintentionally detached inside another manufacturer's microcatheter. The physician removed the microcatheter containing the ruby coil and continued the procedure using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.